Manufacturer narrative:
H10: the actual devices was received for evaluation. The visual inspection by naked eye of both product showed the products wet. For the first product, the dialysate port on the code side was broken off and the residual part was not available. The dialysate port on the other side showed a lateral damage. The second product showed the dialysate port partly broken off. Both dialysate ports showed a lateral damage. The reported condition was verified. The cause was most likely related to transportation and storage of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, two (2) units of revaclear 500 had a leak. The first dialyzer was cracked and had a leak and the connection on the tubing of the second dialyzer was snapped off. There was no patient involved. No additional information is available.